Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 31) with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to syringes for alternate insulin therapy.